Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to developing sepsis. Other contributing factors also include the patient's body type and nutritional status, duration of time on vad support, patient's clinical condition, and pre-existing comorbidities. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2016, the patient felt unwell at the hospital gym and was having rigors. A rapid response code was called and the patient was found with an elevated crp 194 and white blood count of 10.8. Blood cultures returned positive for staphyloccocus aureus. The patient was started on tazocin and vancomycin but swapped to fluconazole and vancomycin. The patient will remain on IV antibiotics for 6 weeks and on oral antibiotics post IV course until transplanted. The patient has since had six negative blood cultures. A chest CT was normal and a tte showed no cardiac vegetation. The source of the infection remained unknown. The patient was discharged on (B)(6) 2016. No additional information was provided.